Event description:
The customer reported that they observed a greater than expected muscular response from a pt when energy was delivered via internal paddles. No other pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that they observed a greater than expected muscular response from a pt when energy was delivered via internal paddles. No other pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.